Event description:
During a whipple procedure, the staples did not form completely. Hand suture to over sew staple line. No pt consequence.

Manufacturer narrative:
Date sent: 3/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Information is unavailable; device was not returned for evaluation.